Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. The customer did not test blood glucose (bg) level at the time of the reported event. However, the customer reported a bg level of 68 mg/dl. Reportedly, the customer had planned to eat earlier, however, became distracted, which caused the customer's bg levels to drop lower. The customer consumed carbohydrates to treat bg level. Additionally, it was confirmed that the customer has manual injections available as alternate insulin therapy.